Event description:
Patient presented to the physician with an ongoing neurogenic cough. Physician administered a nerve block injection to the right laryngeal nerve. Patient returned for a follow-up appointment, showing improvement, and will continue nerve block treatment.